Manufacturer narrative:
The service technician evaluated the unit and could not confirm the reported problem. The phenomenon was not duplicated. The device was returned to clinical use without requiring repair as no failures were identified during evaluation. No parts were replaced.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting that the device has a defective power panel. The customer reported there was no patient involvement at the time the issue was discovered.